Manufacturer narrative:
(B)(4). Country the event occurred in : (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor came apart during cleaning. There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of reported device exhibits signs of repeated use (nicked or gouged) and tip shows wear. Also, the stop pin has fractured in 2 places. The device was submitted for further analysis. The analysis determined the fracture might happen due to sheared overload. Device history record was reviewed and no discrepancies were found. Per the package insert, instrument/provisional use, care and sterilization instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. Additionally, it also stated that not to subject high load/ impact to the instrument as it leads to breakage. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.